Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was intermittently unresponsive. In addition, it was reported that the battery depleted quickly. There was no impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.